Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 13.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 13 infusion set's cannula crimped event on 26-mar-2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen and back. The blood glucose level of the patient was 450 mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report (B)(4). The investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr). The identified malfunction soft cannula found crimped upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6000699 was manufactured on 07/may/2023, in line 6, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. No further action is required for this complaint. The acrylic glue on the adhesive is not applied by convatec and the adhesive material has been manufactured and inspected in accordance with all specifications, batch documentation and the requirements according to 21 cfr part 820: quality system regulation and iso en 13485:2016: medical devices-quality management systems.

Event description:
To date no additional patient or event details have been received.